Manufacturer narrative:
The technician found the siderail pivot arms were damaged, possibly due to damage from the account. The technician replaced both head siderails to repair the bed.

Event description:
Information received indicates the siderails will not latch.